Manufacturer narrative:
The local area sales representative was contacted for additional information. At this time, no further information is available. Should additional information become available this report will be updated.

Event description:
Boston scientific received information that this pacemaker and right atrial (ra) lead exhibited varied pacing impedance measurements from 120 to 400 ohms. A lead fracture was suspected. A chest x-ray was planned. Available information indicates that this product remains implanted and in service. No adverse patient effects were reported.